Event description:
Pt underwent cardiac catheterization in 2003 with stenting that included insertion of a cordis cypher stent. The pt was later discharged from the hosp but readmitted eight days later with complaints of chest pain. On the event date, the pt underwent a subsequent cardiac catheterization in which thrombosis of the cypher stent was revealed. The physician proceeded to intervene to resolve the thrombosis of the cypher stent.